Event description:
It was reported by repair work order that the breakaway head section would lock in the raised position but was unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.